Manufacturer narrative:
E1: patient city: (B)(6). Patient country: canada.

Event description:
Reference number (B)(4). Event occurred in canada. It was reported that the patient faced insulin flow blocked alarm event on january 03, 2026. The blockage was in the tubing. It was stated that the insulin did not exit tubing and pump alarmed. No further information available.